Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. In addition, customer experienced a blood glucose (bg) level of 47mg/dl; alleged cause was an unspecified pump issue. The customer consumed carbohydrates in order to address low bg. The customer did not provide backup therapy method. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.